Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/13/2020 d4: batch # t5ad9k device evaluation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded on the device. The cartridge was received partially fired 1/10. The returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy the first device was fired and it partially fired. A second like device was tried and it did the same as the first. The second device was reloaded and fired, and it worked as expected. The procedure was completed with no patient consequences reported.